Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not able to test her blood glucose due to blank screen on their freestyle flash meter. Customer reported experiencing symptoms of dizziness, nausea, tremor, "unable to stand" and one episode of seizure. Customer reported drinking orange juice to counteract her symptoms, but did not go to any hospital or was not seen by a doctor.